Event description:
It was reported that an ilet user experienced persistent hyperglycemia despite multiple infusion set changes, with one prior delivery error, a bleed on cannula removal, subsequent occlusion alert, and observed bubbles in tubing; the user also announced two meals within a short interval and recently performed a calibration, after which the sensor and fingerstick values were aligned. Symptoms included elevated blood glucose without reported ketones or acute complications. Outcomes included troubleshooting, education on meal announcements, hydration, calibration, and a full supply change, with replacement infusion sets arranged and a plan for follow-up. Investigation included review of device data, user interview, and guided troubleshooting. Investigation of this case revealed no pump malfunction observed during calls, potential mal delivery associated with infusion set integrity and occlusion, and probable maladaptation of the algorithm related to inconsistent meal announcements and repeated calibrations. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related infusion set and use-pattern factors rather than a confirmed device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.